Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease folds, craters and one curved opening. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified a striated opening and wear abrasion. Based on the device analysis the final assessment is: one striated opening assessed as surgical damage.

Event description:
Patient reports "one of my implants have gone weird and scaring I am very upset crying every day." Healthcare professional reports left side capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports "one of my implants have gone weird and scaring, I am very upset crying every day." Healthcare professional reports left side capsular contracture, baker grade IV. The device remains implanted.

Event description:
Possible rupture was additionally reported. Device has been explanted.